Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a loose/detached set screw.

Event description:
It was reported that during the implant procedure, there was difficulty attaching both the atrial and ventricular leads to the device header. After much difficulty, it was determined that the set screw for the ventricular lead port was faulty. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).